Event description:
It was reported that bottom right 7-segment display is missing some segments. Values can be distorted. The device engages in patient monitoring. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, one of the led display segment does not illuminate. Visual inspection reveals no internal circuitry damage or defects. There were no loose cabling or loose circuit board to circuit board interconnections observed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.